Event description:
A surgeon reported that he explanted an intraocular lens (iol) due to opacity. The iol was originally implanted by a different surgeon in 2006. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints for this lot number. Attempts to obtain additional information have been made. (B)(4).